Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens remained implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that refractive lens exchange (rle) surgery was performed. The patient received odyssey intraocular lenses (iols). Postoperatively, the patient experienced visual disturbances described as "vaseline-type vision," blurry vision at all distances, and seeing the edges of tubes in her peripheral vision. Despite these issues, the patient achieved a visual acuity of 20/20 for distance, 20/30 for near, and 20/25 for intermediate vision binocularly at six months post-operation. No further information is available.